Event description:
No known event occurred. Patient presented to the clinic with pain & loss of function. Imaging indicated a failed glenoid component. It is unclear if any specific event led to the failure. The humeral head, replicator plate, torque defining screw, & glenoid component were explanted. The glenoid component was completely dissociated from the glenoid bone. All three peripheral pegs remained on the glenoid component. The central cage was still in the bone & was explanted with the cage removal tool. The glenoid was observed to have significant bone loss, leading the surgeon to opt for a hemi prosthesis & bone graft for the glenoid defect. He used a new replicator plate, torque defining screw, & humeral head from exactech, along with opteform rt & & cancellous chips for the glenoid.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis fracture resulting in the migration and subsequent wear of the glenoid component. The cause of the fracture may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation resulting in a rocking horse effect. The bone loss around the glenoid could have been a contributing factor to the migration of the glenoid component. However, the series of events could not be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.